Manufacturer narrative:
H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the lens did not meet the original values measured at time of manufacturing. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
B1: adverse event; b2: requires intervention to prevent permanent impairment/damage; b5: the reporter indicated, that a 12.6mm, vticm5 12.6, -11.00/4.00/092, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a same size spherical lens, due to refractive surprise. Residual astigmatism was corrected by excimer laser. The replacement lens resolved the problem. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.00/4.00/092, implantable collamer lens was imlplanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise was noted, lens remains implanted. . If additional information is received a supplemental medwatch report will be submitted.